Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Internal error codes were cleared to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A customer quality engineer reviewed device electronic records and confirmed that the reported issue was caused due to the logged event codes.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.